Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight are unknown). According to the complainant, although the catheter appeared kinked when it was removed from the package, the user proceeded to use this device and it kinked at the port where the wire exits the catheter. A different stent of a different size was used to complete the procedure (unknown device). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found the pull wire bent proximal to the push catheter and the push catheter buckled and kinked in multiple places. No visual defects were found with the guide catheter. The buckled area in the push catheter was found at 40 to 52.5 centimeters from the distal end of the push catheter hub. The kinks in the push catheter included two at the rx ramp window. The distal end of the push catheter was found to be jagged in nature. A functional evaluation found that the guide catheter could be extended with severe resistance due to the damage to the push catheter. A second functional evaluation found that an 0.035 inch guidewire could be backloaded without issue. The root cause of the reported event has been determined to be most probably due to user error. The complainant states the device was removed from the packaging with visible damage and the user proceeded to use the device in a compromised condition. The directions for use, page 3, section "prior to use" states "carefully examine the unit to verify that neither the contents nor the sterile package has been damaged in shipment. Do not use if damaged." A lot history search was performed and found no other complaints against lot number 9089816. A device history record review found no anomalies related to this complaint.